Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the electrode belt failed a hi-pot test. The cause for the failure was isolated to the electrode belt distribution node (dn). The trunk cable's rear pulse wire insulation was damaged, causing a short to the dn pca. The root cause for the damaged wire insulation could not be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt and reported that belt was unable to complete functional testing.